Event description:
It was reported that the device was showing a device failed message at the same time a service notice displayed. It happened when the patient went to change the dressing and there was no backup available which caused a delay.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual inspection found no issues, the functional evaluation established a relationship between the reported complaint and the device. The device displayed the 4006-error message, coin cell battery failure. This was replaced and the device was placed under test and no further fault was found, the device performed within expected parameters. The root cause was determine to be battery failure. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, false alarm has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The 4006-error message is a non-recoverable issue, where the battery of the device has been allowed to become severely depleted, when this happens the coin cell battery takes over only to store time and event details on the device. The charging procedures are outlined in the instruction for use, it is advisable to follow these at all times to prevent the battery from becoming severely depleted. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.